Event description:
The customer reports leakage of one of the lumen. Water came out on the tubing.

Manufacturer narrative:
(B)(4). The customer report of an extension line leak was confirmed by functional testing of the returned sample. The medial 2 extension line contained small divots and channels along the lumen. A non-conformance was opened to further investigate this issue. The manufacturing facility performed an investigation on the sample and simulated the defect using a scalpel from a cvc kit. The result had a similar appearance, suggesting that this failure was caused by unintentional user error (contact with sharps). The evaluation codes were updated to reflect this new information. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports leakage of one of the lumen. Water came out on the tubing.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 4-lumen catheter. The catheter contained signs of use and was returned with 3 stopcocks. After the catheter failed functional testing, the medial 2 lumen was microscopically examined. Small channels and divots were detected along the extrusion. The medial 2 lumen contained damage 44-55 mm from the luer hub. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and a water-filled lab inventory syringe was used to pressurize each extension line. When the medial 2 lumen was pressurized, water leaked from the extrusion. No leaks were detected with the other three extension lines. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure." The customer report of an extension line leak was confirmed by functional testing of the returned sample. The medial 2 extension line contained small divots and channels along the lumen. A device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, manufacturing (extrusion) likely caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports leakage of one of the lumen. Water came out on the tubing.